Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to under-infused greater than 10%. The device was tested at a rate of 40ml/hr for a volume to be infused (vtbi) of 10ml and the device delivered 8.81ml per swi 105-005, which is an under-infusion of 11.9%. The cause was identified to be a pressure plate travel out of specification. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device under-infused greater than 10%. There was no patient involvement. No additional information is available.